Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or unexpected audio anomaly was noted. No moisture damage was noted inside of the insulin pump. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error among several other alarms due to pump exposure to fluid. The patient's blood glucose at the time of incident is unknown. The customer stated that she accidentally fell into a pool. Troubleshooting was initiated for the button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.